Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer recently had blood glucose levels of 40 and 50 mg/dl, which were treated with soda. The customer also reported that the insulin pump's battery was warm upon removal from the device. The insulin pump was not replaced or returned for analysis.